Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter. Analysis of the pump identified corrosion and wear on the gear train of the motor the catheter was returned with the pump to the manufacturer. During analysis, it was discovered that the catheter was damaged on one of the retaining ring fingers and coring in the sc cup was identified. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 1000 mcg/ml fentanyl at 450 mcg/day via an implantable pump for non-malignant pain and hip. It was reported that the pump was alarming. The pump was interrogated and showed the pump had a motor stall and stopped pump period may exceed tube set. The patient was scheduled for replacement surgery as soon as possible and the pump was explanted and replaced on (B)(6) 2016. The event was considered to be resolved. No environmental, external, or patient factors were noted to have led to the stall. The patient was noted to be alive - no injury. It was later reported that the motor stall occurred on (B)(6) 2016 and the patient experienced decreasing effects of drug.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.